Event description:
New information noted the patient initially presented remotely via merlin.net.

Event description:
It was reported a patient's implantable cardiac defibrillator's (ICD) capacitor failed to charge. Consequently, diagnostic oversensing and wide qrs complex occurred with the ICD. Programming changes were made. The patient was in stable condition.